Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 29-oct-2024 and forwarded to millyard advanced medical products, llc on 02-nov-2024. The nurse specialist reported that a physician called to tell her that a patient had to go to the ER for treatment. The patient could not pair either of her remotes to their pumps, and no troubleshooting was attempted. The physician indicated that the patient decompensated (including shortness of breath) at the time of the event but was now stable. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.